Event description:
It was reported that the patient had pneumonia back in 2019. No other relevant information has been received to date.

Event description:
Additional information received noting that the pneumonia first began on (B)(6) 2019 and the cause is unknown.